Event description:
The customer reported that during a pt procedure when moving the pt support up/down direction the pt support is also moved in the horizontally inward direction. The customer had the ability to stop the horizontal inward motion by pressing a different motion button. There was no report of harm to a pt, operator, or bystander due to this issue.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).